Event description:
On 13/jan/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025. No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025 due to shortness of breath and weakness. Although much of the patient¿s hospital course is unknown (record closed), it appears the patient underwent a cardiac catheterization, which revealed the need for the patient to undergo coronary artery bypass surgery. The patient was told by the cardiologist and surgeon that she was not a candidate for surgery due to her multiple comorbidities (specifics not provided) and instead elected to enter hospice care on (B)(6) 2025. The pdrn confirmed the patient passed away peacefully at home with family present on (B)(6) 2025. The patient¿s last ccpd treatment was completed on the morning of (B)(6) 2025 (prior to discharge) without any reported issues. The patient was transported to the funeral home from the patient¿s residence, and no autopsy was performed. The hpm reported the patient¿s primary cause of death was withdrawal from dialysis/uremia (code 104). Additionally, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s death, as the patient¿s last ccpd treatment was completed approximately 9 days prior to the patient¿s expiration. The pdrn reported that the patient withdrew from ccpd therapy on (B)(6) 2025 and entered hospice care later the same day. The patient expired on (B)(6) 2025 as a result from withdrawing from care. Hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Per the hpm, the patient¿s death was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025. No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025 due to shortness of breath and weakness. Although much of the patient¿s hospital course is unknown (record closed), it appears the patient underwent a cardiac catheterization, which revealed the need for the patient to undergo coronary artery bypass surgery. The patient was told by the cardiologist and surgeon that she was not a candidate for surgery due to her multiple comorbidities (specifics not provided) and instead elected to enter hospice care on (B)(6) 2025. The pdrn confirmed the patient passed away peacefully at home with family present on (B)(6) 2025. The patient¿s last ccpd treatment was completed on the morning of (B)(6) 2025 (prior to discharge) without any reported issues. The patient was transported to the funeral home from the patient¿s residence, and no autopsy was performed. The hpm reported the patient¿s primary cause of death was withdrawal from dialysis/uremia (code 104). Additionally, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.